Event description:
It was reported that during the priming process, leakage was observed at the oxygenator gas outlet and at the opening for holder. Another device was used and extracorporeal circulation was completed without further issue. It could not be confirmed whether the liquid that had leaked was from the priming liquid or the cooling water of the heat exchanger. No pt injury was reported. Ref: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if add'l info becomes available.